Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump had rewind anomaly. The patient¿s blood glucose level was unknown at the time of the incident. The customer stated that the they had to rewind the insulin pump multiple timers to complete the process. Customer was advised that the insulin pump needs to be replaced. The device will not be returned for analysis.